Event description:
Initial complaint received (B)(6) 2022 with minimal detail. Additional information received (B)(6) 2022, after investigation, the patient (female, specific age unknown) underwent surgery on (B)(6) 2022 (specific patient diagnosis and surgical name unknown). The surgeon used sxpd1b401 for uterine tissue sewing in a continuous suture manner (specific suture tissue level unknown). After the completion of sewing, the nurse found that the needle tip was slightly missing (specific missing length unknown). The surgeon immediately looked for the missing needle tip and failed to find it (the specific search method was unknown). After washing the abdominal cavity of the patient with a large amount of liquid, the abdomen was routinely closed and the surgery was completed. The broken part of the needle tip was finally not found. There was no harm to the patient at present, the patient was in stable condition, and no subsequent adverse event report was received.

Manufacturer narrative:
A review of the device history records for the finished good lot and the raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. The needle is an ethicon supplied component. No samples or photographs of the broken device were returned for evaluation. No third party evaluation report was received to date. If samples, photos or the report becomes available at a later time, they will will be reviewed, and the results will be included in the file. A follow-up report will be submitted at that time. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps or some type of surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product. Without reviewing the actual broken needle, testing sterile devices from the same finished good lot, receiving the results of the third party evaluation of the needle component or receiving details regarding the preoperative preparation of the device, tools utilized to grasp the needle component, procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time.